Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that backup vvi mode occurred on or around (B)(6) 2012. It was reported that the patient underwent radiotherapy in the end of 2012.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.